Event description:
It was reported that during a prostate procedure error 173 occurred. The laser was restarted; however, the error reoccurred. The gl operation was canceled and the physician completed the procedure with an alternative procedure (turp). No injury reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported error 173 was confirmed and it was determined to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the resonator (B)(4) was returned to ams and analysis performed on (B)(6) 2014. The evaluation revealed sixth bar on the diode was burnt; water flow was restricted. Diode, diode base plate and desiccant were replaced. The resonator was re-peaked and a new test report was completed.